Manufacturer narrative:
Device evaluated by MFR. Examination of the returned device revealed the device was returned in two sections as result of a break occurring in the shaft 1 metre 480mm distal to the strain relief. A complete circumferential tear had occurred 5mm distal to the distal edge of the proximal balloon sleeve. The distal portion of the balloon along with the tip of the device were not returned. The single lumen of the device, measuring 37mm in length was severely stretched and bunched up. A radiopaque markerband was still in place on the single lumen, however, the second radiopaque markerband was not returned. The distal tip of the device was not returned. The edge of the breaks were jagged and split. The damage noted to the device is consistent with the device meeting a restriction and the device being pulled in order to remove the device from the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related, per the dfu "the rated burst pressure should not be exceeded."

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detachment occurred. A contralateral approach was obtained via the left femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and non calcified right external iliac artery (eia). A 6.0-4/4t/150 symmetry balloon catheter was advanced through a 4.5fr non bsc sheath for pre dilation. A 6.0-4/4t/150 symmetry balloon catheter was advanced to the target lesion and inflated two times to 6atms. During the second inflation a balloon rupture occurred. The balloon was fully deflated. Resistance was encountered when the physician attempted to withdraw the balloon into the sheath. The physician had to slightly pull the 6.0-4/4t/150 symmetry balloon catheter. After several attempts to withdraw the device, including the physician "pulling slightly" approximately 2cm of the symmetry balloon catheter distal end and inner shaft detached. An attempt to snare the detached portion was unsuccessful. A non bsc stent was implanted to secure the detached portion to the vessel wall. Ivus was performed and it was confirmed that no other device fragments remained inside the patient's anatomy. The procedure was completed at this point and no additional actions were taken. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture and detachment occurred. A contralateral approach was obtained via the left femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and non calcified right external iliac artery (eia). A 6.0-4/4t/150 symmetry balloon catheter was advanced through a 4.5fr non bsc sheath for pre dilation. A 6.0-4/4t/150 symmetry balloon catheter was advanced to the target lesion and inflated two times to 6atms. During the second inflation a balloon rupture occurred. The balloon was fully deflated. Resistance was encountered when the physician attempted to withdraw the balloon into the sheath. The physician had to slightly pull the 6.0-4/4t/150 symmetry balloon catheter. After several attempts to withdraw the device, including the physician "pulling slightly" approximately 2cm of the symmetry balloon catheter distal end and inner shaft detached. An attempt to snare the detached portion was unsuccessful. A non bsc stent was implanted to secure the detached portion to the vessel wall. Ivus was performed and it was confirmed that no other device fragments remained inside the patient's anatomy. The procedure was completed at this point and no additional actions were taken. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).